Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that battery would not securely torque the setscrew down. Caller reported surgeon making several attempts to torque down, but when testing with a gentle pull, the lead would pull out. Caller stated a click could be heard when torquing down and confirmed the blue lead tip could be visualized in the header block. Caller did state that they had a backup battery that was used instead and successfully secured setscrew confirmed by gentle tug. Caller stated an operating room technician accidentally threw the faulty battery away, so unable to return product for analysis. Caller also wanted to have it noted that the faulty battery came from their trunk stock. Old battery was being replace due to eos.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.